Event description:
It was reported that an implantable pacemaker was explanted due to non-specific product performance issue 3 days after a new system was implanted. No additional adverse patient effects were reported.